Manufacturer narrative:
Engineering discussed there are only a few normal ways that authentication status is reset. The first would be resetting the device, which in this case didn't occur. The second would be establishing the link. And the third, breaking the link. Because the firmware didn't log a telemetry session end record until long after the measure lead impedance command was issued, authentication couldn't have been dropped due to a broken link from excessive framing errors. Upon receipt at our post market quality assurance laboratory, bench testing using the tablet programmer was able to complete the implant testing process without any issue. Impedance testing was completed and all measurements were within normal limits. The device was heated in a temperature chamber to 37 degrees celsius for two hours and repeated the implant testing process, which successfully completed and impedance testing also passed again. Engineering analysis of the memory log discovered that the measure lead impedance command was issued at a time when the programmer did not have an authenticated telemetry session. Engineering noted there are only a few abnormal ways that authentication status is reset. The first is a corrupt authenticate command with valid cyclic redundancy checks (crc) received during noisy telemetry. The second is single event upset (seu) corruption. The device firmware checks for authentication status corruption before processing every telemetry command. If corruption is detected, the device is reset. The firmware log shows that a device reset did not happen in this case, so authentication couldn't have been dropped due to seu corruption. No further testing was performed. The reason this occurred could not be determined, however laboratory technicians were able to successfully perform the implant testing process during analysis and believe that if this were to occur in the field, establishing a new telemetry session would correct the issue.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, when the electrode was connected to the device, perfect signals were obtained. The physician burped the header and the pin was fully inserted. Upon further testing, a message was displayed indicating the impedances could not be retrieved and the field representative was unable to do any other programming. The electrode was taken out of the header, then reinserted without issue and the problem continued. The device was then switched out for a new device and that resolved the issue. Boston scientific technical services (ts) was contacted and noted the issue has not been seen before and could not provide any further recommendation. The device was returned for laboratory analysis. No adverse patient effects were reported. The programmer log-files were reviewed by boston scientific engineering. It was discovered that the measure lead impedance command was issued at a time when the programmer did not have an authenticated telemetry session. The events started with a noisy telemetry session and it was noted that the telemetry wand was not in an optimal location; then shortly after, the telemetry session started. Initially, the device summary marker indicated that the telemetry session was authenticated; then, approximately 3 minutes later, the device summary marker indicated that the telemetry session was no longer authenticated. That is almost 3 minutes of telemetry noise. It takes 1 minutes of accumulated framing errors for the device to declare that the link is broken due to excessive framing errors. However, when the link is broken due to 1 minute of accumulated framing errors, firmware logs a telemetry session end record, which in this case didn't until over 20 minutes later.